Event description:
It was reported that the device reached eri (elective replacement indicator). It was noted that all parameters seemed to be normal values and the patient had a few ventricular events which were terminated by anti-tachycardia pacing and high voltage therapies. It was questioned if the device behavior was due to normal battery depletion or if the longevity was supposed to be longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned and analyzed. Analysis revealed normal depletion that meets 80% of expected longevity.